Manufacturer narrative:
H3 other text : the device is not available to the manufacturer

Event description:
It was reported that during acute thrombectomy procedure during delivery of the subject guidewire through the microcatheter the operator felt the subject guidewire might be fractured, so withdrew the subject guidewire out and confirmed it fractured. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during acute thrombectomy procedure during delivery of the subject guidewire through the microcatheter the operator felt the subject guidewire might be fractured, so withdrew the subject guidewire out and confirmed it fractured. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, only the proximal end of the guidewire was returned (roughly 175cm). The tip of the guidewire was seen to be irregularly shaped. The proximal end was inspected and was noted to be broken along the nitinol tubing. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was severely tortuous. During analysis the guidewire was returned with just the proximal section. The tip of the proximal section was irregularly shaped. An assignable cause of procedural factors will be assigned to the reported and analyzed event of 'guidewire distal tip broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of 'handling damage' will be assigned to the analyzed 'guidewire distal tip irregularly shaped' as the defect appears to be associated with handling of the product or portion of the product during preparation.